Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
The customer's sister reported the customer received an error-4 display message on her blood glucose meter when a test strip was inserted into the port, and was unable to test her blood glucose. The customer reportedly experienced loss of consciousness. The paramedics were called and reportedly treated the customer with an intravenous glucose medication. It was also reported the customer was transported to a hospital where she was diagnosed with severe hypoglycemia and continued to be treated with a glucose medication intravenously. The customer reportedly ate food at the hospital. There was no report of death or permanent impairment associated with this event.